Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 120 mg/dl in the morning and then unexpectedly elevated to 422 mg/dl. The bg level was addressed with a manual injection. The cause of the elevated bg was unknown. Reportedly, the supplies were changed prior to the report. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.